Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10mg/ml at 2.470mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The healthcare provider reported an empty pump. The patient missed the refill. The patient had flu like symptoms around a week ago. No further patient complications were reported.